Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: age range between 60.6-68.9 years. Genders/sexes: unknown, not provided. Dates of event: unknown, not provided. Model number: a complete model number is unknown, as the serial number was not provided. Only information provided is 350. Catalog number: catalog number is unknown, as the serial number was not provided. Only information provided is 350. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Wardani, m.e., bergin, c., bradly, k., and sharkawi, e., (2017) baerveldt shunt surgery versus combined baerveldt shunt and phacoemulsification: a prospective comparative study. Br j ophthalmol 2017;0:1¿6. Doi:10.1136/bjophthalmol-2017-310698 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.(B)(4).

Event description:
The following article was received based on a literature review: baerveldt shunt surgery versus combined baerveldt shunt and phacoemulsification: a prospective comparative study. The publication reported post operative complications including: 1 choroidal detachment, 2 with sustained ocular hypertension, 1 with corneal edema, 4 with hyphema, 1 with transient diplopia, 1 with tube retraction/exposure; 4 required bleb needling, 2 required anterior chamber viscoat injection after supramid removal to increase iop (increased intraocular pressure); and of 76 total eyes, 52% had failure as deemed by and iop >21, or less than 20% reduction in iop from preoperative iop.